Event description:
It was reported that during a laparoscopic supracervical hysterectomy, a nurse tried to plug the morcellator into the motor drive unit. A click was heard and the plastic pipe inside the motor drive unit broke. The nurse tried to fix it with glue but was unsuccessful. As a result the nurse had to hold the wire portion during the procedure. Surgery was delayed for one hour and the patient was under general anesthesia. There was no adverse patient consequences.